Event description:
It was reported that after a lead adjustment the "probe never got into area that control the feet." It was stated at the implant in 2003 they had to go in a second time to adjust position of lead. The pt had trouble "waking up" due to stenosis of aortic valve, so pt had elected not to have them go in a third time. It was noted therapy did not help with upper body. Also, it was reported there were three green lights seen on the left of the pt programmer. Pt was recently seen by hcp and was told battery was getting low. Pt was told they should check implantable neuro stimulator (ins) battery status with pt programmer to monitor battery. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).